Event description:
The customer reported discrepancies between her sensor glucose versus blood glucose readings and the insulin pump keeps going into threshold suspend. Troubleshooting was done. Customer's blood glucose was 87 mg/dl. Educated the customer regarding the differences between sensor glucose versus blood glucose reading. Advised the customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.